Event description:
It was reported that a uchr cross bar of the luminant localizer crushed the luminant imaging tube twice. A laser ablation was being performed and the unit was in contact with the pt, but, there was no pt injury. The pt was anesthetized when the problem occurred. A revision or medical intervention was not required.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.